Manufacturer narrative:
A product investigation is in progress. Lot code received via photos on may 2, 2022.

Event description:
Strings shredded and barely hanging on [device breakage]. Case narrative: consumer reported via e-mail that strings are shredded and barely hanging on. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Strings shredded and barely hanging on [device breakage]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that strings are shredded and barely hanging on. No injury reported.